Event description:
The customer reported unexpected positive rheumatoid factor (rf) patient results with the use of two specific immage immunochemistry system rheumatoid factor (rf) reagent lots on an immage immunochemistry system. This is report two of two and references the erroneous rf patient results associated with rf reagent lot m101865. The customer indicated that erroneously false positive results had been generated for seven patients on 12/15/2011 utilizing these two immage immunochemistry system rheumatoid factor (rf) reagent lots. Beckman coulter inc. Assessment of customer supplied patient results revealed the generation of six false positive patient results using rf reagent lots m101865 and m012376. The rf result associated with one additional patient was not regarded as discrepant. The associated rf reagent lot number associated with each patient result was not provided, hence it is unknown as to which rf results were associated with each of the two rf reagent lots. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. No confirmatory rf testing results were provided. Other chemistries were run for these samples but were not repeated. There were no reports of any issues with other chemistries or system errors. The samples were serum samples. No sample issues were noted and no additional sample handling/collection information was provided by the customer. Instrument chemistry quality control results were recovering acceptably at the time of the event.

Manufacturer narrative:
(B)(6). Service was not dispatched for this incident as the issue is believed to be reagent related. Beckman coulter inc. Corrections are underway to address the issue described in this event. Associated mdrs: 2050012-2012-00159, 2050012-2012-00160.